Event description:
It was reported that during a hip procedure on (B)(6) 2013, the end of the troch bolt was larger than the associated instrument. The troch bolt was utilized to complete the procedure. This issue resulted in a forty (40) minute delay in surgery.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.